Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the haptic was noted to be broken and loose in the envelope upon opening. A backup iol was not available and the procedure was aborted after removing the nucleus and crystalline cortex. The patient was left aphakic. A secondary procedure will be performed to implant an iol when the facility receives a new lens.